Event description:
Pt admitted to ICU where they were treated for perforated ulcer with surgical repair and rectal arterial bleed w/surgical repair. In ICU pt also sustained a stroke and developed adult respiratory distress syndrome causing them to be trached and placed on a ventilator off and on. After a 65 day ICU stay she was transferred to the transitional care unit (tcu) with a trach for further rehabilitative svs. The pt was acknowledged to be at high risk for aspiration and had undergone a modified barium swallow. Secondary to speech therapy instructions, care planning was initiated for full cuff inflation while feeding with the head of the bed elevated 90 degrees; relevant signage was posted and notes were made to kardex. Due to pt's infirmity and inability to consistently cover their trach with a finger to talk, a passy muir speaking valve was ordered and initiated. The valve was brought to tcu by cardiopulmonary, who instructed the nurses on the valve and left the manual and valve at the bedside. Two days later the passy muir valve was put in place on the trach at around 0400. At about 0720 the rn conducted an assessment and in preparing the resident for their meal and medications, inflated the trach cuff. The rn estimated approx 2-3 mins for assessment activities post cuff inflation. The rn left the room for approx 5 mins and on re-entry the rn assessed the resident as not breathing, pulseless and initiated a code blue. It was observed immediately by the cardiopulmonary therapist on the code team the passy muir valve was in place, removed it and began bagging. Resident pronounced at 0748. Add'l observations: 1. With the trachea cuff inflated and the valve in place the resident should have experienced respiratory distress very quickly and they did not for 2-3 mins. 2. The passy muir valve design does not enable detection of a problem obvious to the clinical staff. 3. The valve in use on the day of the event was not the original device supplied to tcu. The packaging, product instructions, inserts and valve container were different, white vs blue. 4. Question the appropriate use of the speaking valve in combination with a non-fenestrated tracheostomy tube on debilitated pts who may not be able to remove the valve themselves.